Event description:
It was reported to ge that image artifacts appeared in cardiac scans that could be misintrepreted. Three pts were referred for cardiac catheterization and found to have normal heart structure; no health problems were reported as a result of the catheterizations. The system was service and is reported to be operating without producing the artifacts.